Manufacturer narrative:
Upon receipt, the lead was found cut approx. 41 cm proximal to the lead tip. Only the distal part of the lead was received for analysis. The analysis of the available lead fragment demonstrated a damaged insulation approx. 30 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - at the post operative follow up the impedance was over 2500 ohms and the polarity had switched. A lead fracture at the subclavian vein was suspected with chest x ray. This lead was explanted and replaced. No adverse patient events were reported.